Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 25percentage of the touchless plus catheter supplies looked thinner than normal and they bend when tried to insert. They also seemed dry, not lubricated. Per additional information received via liberator on 17oct2022, stated that these touchless plus catheters were not working and were drawing blood. Patient used some different lot and they did the same thing. No medical intervention was reported.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that the 25percentage of the touchless plus catheter supplies looked thinner than normal and they bend when tried to insert. They also seemed dry, not lubricated. Per additional information received via liberator on 17oct2022, stated that these touchless plus catheters were not working and were drawing blood. Patient used some different lot and they did the same thing. No medical intervention was reported.